Event description:
It was reported that the patient with this electrode received an inappropriate therapy. Smart pass became disabled. Review determined that one treated episode was appropriate for a true arrhythmia, while another was inappropriate due to oversensing of low-amplitude, wide signals. The device was reprogrammed to the secondary 2x sensing vector with smart pass re-enabled, and additional programming changes were considered to reduce future inappropriate therapy. The electro remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.